Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump communicated properly with minilink transmitter sensor and glucose sensor simulator. No unexpected calibration error alarm or sensor error alarm noted. The insulin pump was received with cracked reservoir tube lip.

Event description:
Customer called to report that they are experiencing low blood glucose levels. Customer's blood glucose reading was 42+ mg/dl. Troubleshooting was done. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.